Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-01066 and 2134265-2015-01065. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The motordrive unit (mdu) was able to display an image, however, it was unable to perform an automatic pullback. It was noted the motor drive unit makes a grinding noise and no error codes were reported. This issue occurred for the second time and suspects that the mdu needs replacement. No patient complications were reported.